Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had been experiencing serious issues and need to talk to someone. The patient stated that they had the implant put in on october 29th, and it has been a nightmare ever since. They reported bleeding three hours after the procedure and had to return to the hospital. They currently have massive bruising and swelling about 2 inches, which was visible even through their clothes. The patient mentioned that this was their third ins, and this was the first time they have had all these issues with the healing process. The patient mentioned they can't sleep at night because rolling over on the implant causes severe pain that wakes them up. They had not slept properly since the 29th, only getting a couple of hours of sleep here and there. They had to sleep on their side or stomach, and rolling onto their right side wakes them up from the pain. The patient mentioned that the ins was placed in a special kind of pocket that their body will hopefully absorb, preventing it from spinning around. They visited their healthcare provider (hcp) on november 7th, who decided to turn off the ins for two weeks until the swelling goes down, as they believe the swelling was preventing it from working properly. The patient was still experiencing incontinence and urgency issues. The patient mentioned that the ins has already shocked them twice since it was implanted.they also mentioned having multiple mris coming up due to other health issues and expressed concerns about having to connect with the ins and turn it off every time. They thought that because it was MRI-compatible, they could have the MRI with the therapy on. The patient also mentioned that before getting the new ins, they were informed that this one did not need a communicator. The patient was advised to contact their healthcare prov ider for further assistance with the issue. The patient also mentioned that they thought their device was MRI-compatible so that means that they do not have to activate the MRI mode. Additionally, they believed that the new model did not require the use of a communicator to connect.